Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 11-12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested possible no flow. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during patient infusion. The device contained 5-fluorouracil (5fu) 4300mg in 230ml total volume of sodium chloride (nacl) 0.9%. The tubing was flushed to remove the air bubbles, followed by the administration of a bolus of calcium folinate and 5fu. The expected infusion time was 46 hours; however, it was estimated that the medication had infused for less than 24 hours. The issue was further described as, "it partially infused at first and then stopped moving entirely". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: hps - (B)(6) e1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.